Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-00306. It was reported the patient had the scs system explanted due to infection. The doctor could not determine the site of the infection and elected to have the scs system explanted. The date of the explant was unknown. The patient was treated with antibiotics and the infection resolved.